Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Manufacturer narrative:
(B)(4). The device is expected to be returned for testing. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this device displayed a longevity remaining of 3.5 years and three months later, an explant indicator had been reached and the remote monitoring system noted an alert to explant the device. A download of the device data was processed and reviewed by a boston scientific engineer. The device was subsequently explanted and replaced. No adverse patient effects were reported.

Event description:
--